Manufacturer narrative:
Visual, functional and scanning electron microscopy (sem) inspections/analysis were performed on the returned device. The reported leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. A cine was received and reviewed by an abbott vascular clinical specialist. The complaint summary states that a 3.0 x 120 mm armada 14 balloon dilatation catheter was inflated to 8 atmospheres and a leak was noted on the delivery system hub. The provided media (video) confirms the reported event as a continuous dripping of contrast/saline can be seen from the proximal end of the armada 14 catheter where the hypotube meets the proximal connector hub. The media also shows the indeflator cannot maintain a constant pressure as a result of the fluid leak during balloon inflation. The investigation determined the noted leak and possible gap/channel in the adhesive at the distal bonding point appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.na.

Event description:
It was reported that the procedure was to treat a mildly calcified anterior tibial artery. The 3.0x120mm armada 14 balloon dilatation catheter (bdc) was inflated to 8 atmospheres, however, a leak was noted on the delivery system at the hub. A new 3.0x200mm armada 14 was used to successfully complete the procedure. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.